Event description:
Upon investigation, pump was tested with multiple admin sets repeatedly loading and unloading. Cassette is recognized and device reported no other air in line errors. Therefore, the customer reported issue was not confirmed. Pump needs to have functional tests run before being released to loaner pool.

Event description:
Customer reports the following: "biomed reported touchscreen not working. No patient harm. Waiting for biomed to provide serial # and power on pump to download logs. Incorrect issue reported, confirmed with biomed correct serial number and pump has constant ail alarms, biomed tried multiple cassettes. Still waiting for biomed to power on pump." Preliminary review indicates that there was a positive tank leak that delayed an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.